Manufacturer narrative:
510k: this report is for an unknown sternal fixation: screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: schulman, n.h. (2012), trans-sternal titanium fixation bars an initial experience with 28 patients, the annals of plastic surgery, vol. 69, pages 429-430 (USA). This report deals primarily with the use and purpose of rigid fixation of sternotomy wounds. A total of 28 patients with problems of dehiscence and infection underwent rigid fixation using the synthes bar system. The following complications were reported as follows: 8 patients died. 1 patient with morbid obesity required vacuum-assisted closure therapy after a minor secondary wound separation. 1 patient with morbid obesity required bar removal 1 year postoperative for 2 deep small abscesses. Primary healing after bar removal. 1 patient with temporary mediastinal ¿¿bridges¿¿ had bar removed secondary to one infected screw (diagnosed by single-photon emission computed tomography computed tomography (a fusion of computed tomography and gallium scans). This report is for an unknown synthes bar system.